Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during cataract surgery with intraocular lens implantation, noticed a crack of about 1.5 mm in the optic, physician stated that the surgery was completed without product replacement and postoperative examination will be performed, and if there are no problems, iol replacement will not be performed. Physician stated the resistance of the plunger on the company cartridge was stronger than usual. Additional information has been requested, received and stated considering the possibility that the crack might extend and cause a decreasing visual acuity, a replacement was planned.

Manufacturer narrative:
The product was not returned. A photo was provided of an implanted lens. An angled line/mark was observed at the optic edge. This may be a crack. A video was also provided. The lens and cartridge preparation were not shown. The lens loading was not shown. The video started with the cartridge tip being inserted into the incision. The yellow lens was visible advanced to the cartridge tip. The reported edge damage was related to a plunger override. The root cause for the override cannot be determined from the video because the lens and cartridge preparation, loading and initial advancement were not shown. Based on review of the provided video, as the lens was advanced the plunger can be observed going over the optic edge. The lens folded around the plunger tip. As the lens unfolded, a crack was observed at the optic edge which appeared to be due to the plunger override. The lens was left implanted. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).